Event description:
It was reported that an unknown female patient underwent a non-ischemic ventricular tachycardia (non-isvt- right) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and a 60-minute delay. During a right ventricular outflow tract (rvot) premature ventricular contraction (pvc) ablation procedure, using a stsf catheter, a tamponade occurred during the mapping phase. The complication was suspected following a drop in blood pressure and was confirmed by x-rays and echography. Pericardiocentesis had to be performed to restore the baseline blood pressure and keep the patient stable. No other intervention was needed but the procedure had to be aborted. Reviewing the stsf catheter position, contact force and impedance value, it is believed that the perforation happened while maneuvering the catheter around the anterior wall of the rvot (a high force was applied in this area (>30g) followed by very high impedance values readings in the area (>330ohm)). No ablation was performed at all during this case. The procedure was delayed 60 minutes. It is the surgeon's opinion that surgical technique caused the tamponade: the physician believes he applied too much pressure on the rvot wall when mapping this area with the stsf catheter. There was no surgical site infection noted due to delay. A smartablate (g4c-1824) generator was used. A transseptal puncture was not performed. There was no evidence of steam pop, no ablation performed. An irrigated catheter was used in the event, the flow setting was 2ml/min during mapping. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure. High impedance is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30719797l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2022, a photo analysis was completed based on photos of the complaint device received from the customer. It was reported that an unknown female patient underwent a non-ischemic ventricular tachycardia (non-isvt- right) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and a 60-minute delay. Device investigation details: according to pictures provided by the customer, a high force value and a high impedance value were observed on the carto 3 screen, this condition is related to the customer's complaint, since the evidence shown on the picture agrees with the information provided by the customer. A manufacturing record evaluation was performed for the finished device number 30719797l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).